Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracking and leaking of a pca tubing where the y connector was mated to another tubing for maintenance fluid. There was no patient harm.

Manufacturer narrative:
(B)(4)